Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.

Event description:
Caller reported compact plus blood glucose results of 0.7 mmol/l, 10.5 mmol/l, and 5.8 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, meter only was received.